Event description:
Customer reported the system is displaying kv errors and has weak batteries. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined batteries needed to be replaced. This system is beyond end of life and ge cannot provide the batteries, customer will have to replace through a 3rd party.